Event description:
Information received by medtronic indicated that system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) occurred during a cryoablation procedure. The catheter was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event. When the device was returned, testing revealed a guide wire lumen breach. Reportable based on analysis completed on 10/03/2014.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Bin files were reviewed and confirm system notice message 50005 at several injections. Smart chip verification indicated the catheter was used for 12 injections. The reported issue was confirmed through testing. Visual inspection of the catheter showed the device was full of blood. Pressure test revealed a leak through the guide wire lumen, the balloons integrity was intact; no breach observed. Dissection showed a guide wire lumen breach at 0.95 inches from the tip. Dissection of the handle showed traces of blood at the vacuum service loop.